Manufacturer narrative:
Update to h6: investigation findings. Update to h6: investigation conclusions.

Manufacturer narrative:
According to the customer, on (B)(6) 2024 the bandage was covering her "surgical incision" and "burned" her neck, causing "redness, itching, the incision to open, yellow discharge, and discolored skin". The customer reported she went to her physician and was prescribed a "steroid-antibiotic ointment". The customer reported the area is beginning to heal, but "it's not all the way healed and still itching". The customer did not report any serious injury related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2024 the bandage was covering her "surgical incision" and "burned" her neck, causing "redness, itching, the incision to open, yellow discharge, and discolored skin".